Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months, 29 days. Manufacturing evaluation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Localized infection, driveline infection, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including the caring for the driveline exit site and controlling infection sections.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was re-admitted again on (B)(6) 2018 due to major infection with fever. On (B)(6) 2018 blood cultures were positive for staphylococcus epilepticus. On (B)(6) 2018 - peripherally inserted central catheter (PICC) line was removed and line cultures were negative. On (B)(6) 2018 blood cultures were positive for serratia marcescens. Treated with vancomycin. Urine, stool, cerebrospinal fluid cultures were negative. On (B)(6) 2018 implantable cardioverter defibrillator (ICD) & leads were removed. Cultures were positive for staphylococcus epilepticus in 3 ICD leads. On (B)(6) 2018 patient was discharged on vancomycin to (B)(6) & invanz to (B)(6). No further information was provided.